Event description:
Patient reported the infusion device display is defective, and misinterpretation of the insulin delivery amount is possible. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts.